Event description:
It was reported that the patient presented approximately one month post operatively with delayed wound healing, pain, swelling and discharge at the surgical site following a total knee replacement. The suture was noted protruding from the wound and was pulled out. Patient was treated with cephalosporin. The patient reportedly has recovered.

Manufacturer narrative:
The actual device associated with this event is not known. International affiliate reports the following possible lot: xp7171 manuf date: 12/01/2006 exp date: 07/31/2011. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.